Event description:
It was reported the subject device fractured during a therapeutic procedure for resection of multiple polypoid masses in the uterine cavity. The patient was admitted to the hospital for uterine cavity lesions. Three days later the patient underwent surgery in which the subject device was used to remove the multiple polypoid lesions. At 13:00 after connecting the high-frequency electrode, the electrode ring was fractured, injuring the normal endometrial tissue and causing uterine bleeding. At 13:02, after replacing the device with a new high-frequency electrode and local electrocoagulation treatment, the patient was improved and the procedure continued. The procedure was successfully completed, and the patient was safely returned to the ward. There were no further reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer